Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Reportedly, customer inadvertently entered in a 11 unit bolus instead of 1 unit and administered too much insulin causing them to go low. Bg was addressed via consumption of carbohydrates. Systems check with tandem technical support confirmed the pump is functioning as intended.